Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other xience xpedition device referenced is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that the procedure was to treat a heavily stenosed, mildly calcified left anterior descending coronary artery. A 2.75x48mm xience xpedition and a 2.75x18mm xience xpedition were advanced but neither could cross the lesion. Multiple dissections occurred during the procedure, and at least one of them was due to a stent that didn't cross. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. Additionally, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing the initial MDR, additional information indicates the procedure was completed with another device.